Event description:
It was reported that the pulse generator exhibited backup mode after suspected electrocautery interaction. The patient had undergone cardiac surgery. After a device software download, normal device function resumed.

Manufacturer narrative:
(B)(6).